Event description:
A site rep reported experiencing a problem where they could not see the active and passive instrumentation during a surgery. The surgeon completed the procedure using the stealthstation treon. There was no impact on the pt outcome.

Manufacturer narrative:
Sys eval ongoing, not completed as yet.